Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, date of submission 11/21/2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: moisture damage was visible in the display. A hole in the bolus button was observed. The pump failed to power on and further testing was prohibited due to no power to the pump. A leak test verified a leak at a crack in the case and at the bolus button. The pump was opened and moisture damage was observed on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. The reporter stated that the audio bolus button required multiple presses to elicit a response. The keypad buttons allegedly felt ¿mushy,¿ and no damage to the keypad was reported. The reporter noted that there was possibly moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.